Manufacturer narrative:
Patient identifier not provided. (B)(4).

Event description:
Doctor stated that the hc453 would not thread into the implant because it seem that the threads are damaged.

Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. The hex head was also slightly worn, but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The product was functionally tested, and it was found that the device threaded and seated as normal with a mating implant. The complaint is unconfirmed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A root cause for the reported event could not be determined, as no deficiency was detected following inspection. The following sections were updated: date of this report, expiration date, UDI: (B)(4), date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, device manufacture date, evaluation codes. The following section were corrected: device available for evaluation date, device code.